Event description:
As reported by the field, this was a mechanical thrombectomy to treat cerebral infarction. After right femoral artery was punctured, a medikit 8fr long sheath was found to be kinked but the emboguard 87, 95 cm guide catheter (bg8795u, 9301470) was inserted into it. The emboguard could be inserted halfway, but it became difficult about halfway through. It was judged to be dangerous, so the emboguard was attempted to be removed, but it got stuck in the sheath. When the emboguard was pulled strongly, it was separated, and about 5 cm from the tip was found to be remained in the sheath. The emboguard was removed with the sheath together. The procedure was completed. There was no impact to the patient. A continuous flush was done. The devices were used according to the instructions for use (IFU). Additional event information received on 21-feb-2025 indicated that there was no additional intervention required due to the damage. There was no evidence of fragments remaining in the patient. There was no vessel damage due to the event. Additional event information received on 03-mar-2025 noted that the emboguard was still used if the kinked sheath because the physician prospected that inserting the inner catheter could resolve the kink. The event was prolonged for approximately 10 minutes due to the event; the delay was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Section h4: the device manufacture date is not available at the time of reporting. The complaint was submitted with a photograph of the device, which is pending further analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Updated sections on this medwatch: b4, d4 (primary UDI number), g3, g6, h2, h4, h6 and h11. Complaint conclusion: as reported by the field, this was a mechanical thrombectomy to treat cerebral infarction. After right femoral artery was punctured, a medikit 8fr long sheath was found to be kinked but the emboguard 87, 95 cm guide catheter (bg8795u, 9301470) was inserted into it. The emboguard could be inserted halfway, but it became difficult about halfway through. It was judged to be dangerous, so the emboguard was attempted to be removed, but it got stuck in the sheath. When the emboguard was pulled strongly, it was separated, and about 5 cm from the tip was found to be remained in the sheath. The emboguard was removed with the sheath together. The procedure was completed. There was no impact to the patient. A continuous flush was done. The devices were used according to the instructions for use (IFU). Additional event information received on 21-feb-2025 indicated that there was no additional intervention required due to the damage. There was no evidence of fragments remaining in the patient. There was no vessel damage due to the event. Additional event information received on 03-mar-2025 noted that the emboguard was still used if the kinked sheath because the physician prospected that inserting the inner catheter could resolve the kink. The event was prolonged for approximately 10 minutes due to the event; the delay was not clinically significant. The emboguard device that broke on the distal side was visible in the provided photographs. From those photos, it was not possible to confirm the length of the fragment. No photos of the proximal side of the emboguard were provided. From the provided photos, it was confirmed that there is a bent in the shaft on the fracture side. From those photos, it appears that the distal shaft is crushed, but it could not be clearly confirmed in the photo review. In the photo, the balloon was not clearly visible, so it was not possible to confirm the balloon was damaged. From those photos, a fibrous substance could be seen protruding from the fracture of the shaft, but it could not be confirmed in the photo whether it was part of the braid structure. Review of the photographs provided showed evidence of shaft fractured on the emboguard bgc shaft at the distal side. Since there was a bend in the shaft on the fracture side and a fibrous substance was protruding from the inside of the shaft to the outside, it is possible that the shaft broke due to excessive load such as pulling while the shaft was bent. It is not possible to confirm the complaint event from the provided photographs, and the root cause cannot be determined. A device history review (DHR) associated with this lot 9301470 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.